Event description:
It was reported that, "the doctor opened component and said there was a hair on the prosthesis. He took it and threw the hair on the floor. The same size component was opened and used."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available then it will be submitted in a supplemental report.